Event description:
During a bilateral common iliac artery stenting procedure, surgeon used balloon expandable stents. Both stents were advanced to the area of deployment under direct fluoroscopy and deployed. Upon deployment of the stents, the balloon within the right common iliac artery stent would not deflate, resulting in extravasation, which led to patient coding during the procedure from hemorrhagic shock. Source of bleeding found and controlled, blood products administered, and patient stabilized on pressors. Patch angioplasty performed, skin sutured and patient transferred to ICU where he later expired.